Event description:
Please see user facility medwatch report form #(B)(4), attached to this report.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact information is unavailable; device was not returned for evaluation.